Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): ddmb2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. Interrogation found high impedance on the atrial lead. During the revision procedure, both the right atrial and right ventricular lead were removed as they were fibrosed together. New leads were implanted. No patient complications have been reported as a result of this event.